Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided information on resetting the pump. Despite resetting, the malfunction recurred, so technical support decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continues uninterrupted. Technical support also confirmed the shipping address and instructed the customer on how to store and return the faulty pump using a pre-paid label within 10 days.